Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation. Because the patient no longer needs biventricular pacing, the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.